Event description:
Caller reports that when she put pod on her bg was 231. She initiated a correction bolus and meal bolus for breakfast. At 1:00pm caller had a bg of 360. She took a bolus of 8.45u which included correction and meal bolus. At 3:15pm her bg was 387 and she took another correction of 3.15u. Two hours later bg was still 387 and caller removed pod and took insulin by injection. Caller activated a new pod when her bg returned to normal for her. No further info reported.

Manufacturer narrative:
The eval indicates that a retainer allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the damaged component when over-pressurized. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.